Event description:
Boston scientific received information that shortly after implant the patient received inappropriate shocks. It was concluded that the tip of the right ventricular (rv) lead had dislodged into the atrium and was sensing the patients atrial dysrhythmia. During the revision procedure it was noted that the lead appeared to move freely through the suture sleeve. The lead was successfully repositioned and remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.